Manufacturer narrative:
System analysis/ service repair on (B)(4) 2016: the reported issue of "after turning on, the screen stays frozen" was confirmed while turning on the laser and saw same error was determined to be the result of faulty touch screen. The touch screen was replaced and preventative maintenance was also performed at the time. The replaced touch screen was received at the manufacturer on (B)(4) 2016.

Event description:
It was reported that prior to the start of a bph procedure, after turning on the laser, the display screen looked ok however it was noted that the screen was frozen. The patient was not able to be treated with greenlight. Additional information was not reported. There was no injury to patient reported.